Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip unable to fire. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and with one of the arms activated indicating the first activation was performed. Also, no signs of clip detachment were found. No other problems with the device were noted. The reported event of clip unable to fire was not confirmed. Analysis of the returned device found that the clip retuned with one of the arms activated and the control wire was still connected to the yoke which means there is no evidence of trying to fully activate the device. Also, the condition of just one clip arm being activated since this problem could be caused by a high tangential asymmetric load was applied to only one clip, that creates an indentation on the tension breaker and increase the tension breaker yoke join elongation. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the first clip was unable to fire. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip unable to fire.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the first clip was unable to fire. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.